Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During a procedure, the user reported that no fluoroscopy was available. After several system restarts, the system recovered and operated correctly. There is no report of impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be program drive degradation. The investigation showed that acquisition was not possible during a cardiac interventional procedure and the system entered bypass mode as per the specified safety mode. In the given case the system recovered after several restarts and the procedure was finished on the imperfect system. In the "bypass fluoro" mode the native x-ray image is available. With "bypass fluoro" a procedure may be continued with remaining functionality of the imaging system or even be terminated using the remaining functionality although the system fully recovered and no hardware was replaced, investigation showed slight indications of program drive degradation. The local service organization replaced the ias-drive as a preventive action. The error did not reoccur. As no systematic error has been recognized, the manufacturer is not considering further actions at this time.